Event description:
The patient was undergoing an emergent intracranial mechanical thrombectomy for a left middle cerebral artery (mca) m1 large vessel occlusion. The zoom 088 catheter was placed into the left mca m1 segment over the zoom 071 aspiration catheter, 027 microcatheter and 014 guidewire. Aspiration catheter, microcatheter and guide wire were withdrawn. Catheter was connected to the aspiration tubing and mechanical aspiration was performed and withdrawn into the cervical ica. Follow up angiogram showed the ica was occluded. A second attempt was made using a 4 x40 stent retriever and zoom 71 aspiration catheter and some clot was removed. Follow up runs showed intimal dissection in the proximal left mca m1 segment. The patient received a bolus of integrilin and was placed on a drip to prevent thrombus at the dissection site. This was followed by intracranial angioplasty. The patient also received a large dose of ticagrelor to prevent thrombus. Prior to the procedure the patient had received tenecteplase. The patient's hospitalization was reportedly prolonged and the patient required prolonged antiplatelet therapy to treat this dissection. Per the treating physician, the dissection was likely due to initial placement of the zoom 88 catheter in the m1 mca.

Manufacturer narrative:
The device was discarded after use and therefore not available for return and investigation. There were no images of the case provided. The lot number was not provided by the user facility. All devices undergo lot release testing and inspection to ensure the device tip is atraumatic. Additionally, 100% of the catheters undergo visual inspection of the distal section to verify it is free of visual defects or protrusions. With the limited information available, no procedural images provided, and multiple devices used during the case, the exact root cause of the vessel dissection is unknown.